Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported grasping difficulties appears to be related to patient morphology/pathology. A definitive cause for the gripper actuation issue could not be determined, however, leaflet capture issue was a result of the procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4 with a shortened posterior leaflet. A mitraclip was advanced and grasping was attempted, however the gripper kept getting stuck during grasping. After several grasping attempts, it was noted that the posterior leaflet was slipping out of the clip arms multiple times. At this point, the posterior gripper was not lowering. The undeployed clip and clip delivery system were removed from the patient anatomy. Once removed, the device was tested and with some manual manipulation the gripper was able to be lowered. A new mitraclip was used to completed the procedure, reducing mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.